Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient saw error alarm 46876. Per reporter, they were instructed to remove the batteries, and after replacing the batteries and restarting the pump, the alarm changed to ¿remove and reattach cassette.¿ the IV tubing was clamped, and the bar was locked. The patient was then instructed to remove the batteries again and to lift and push the cassette back down. Despite restarting the pump, the same alarm persisted. The patient was redirected to the clinic. The settings could not be retrieved. No patient harm/adverse event reported.